Event description:
Veteran yelled out from room at 3:30pm. The hot pack he was about to apply to his shoulder burst in his lap. He has burns to his scrotum, penis and left thumb. Removed veterans clothing, washed off hot pack solution and granules with cool water.